Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 79 mm diameter abdominal aortic aneurysm approximately three months ago. It was reported that one day post implant there was deterioration of renal function after angiography and injection of iodine per-intervention. The patient was sent for dialysis and there were favourable developments in normalization of the patient's renal function. Approximately two weeks later the patient was transferred to ICU due to developing sepsis after removal of the femoral catheter. The isolated organism was identified as pseudomonas aeruginosa. The patient was successfully treated with antibiotics. Three days later the patient's creatinine levels returned to the pre-op value of 180 micromol. The patient was discharged to a rehabilitation center to optimize medical treatment and mobilization two weeks later. The event had resolved at this time. The investigator assessed the event as not related to the device and related to the procedure. No additional clinical sequelae were reported. Please note that this model number enbf3216c170ee is not approved in the united states; however, it is similar to the enbf3216c166e which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (renal complications, infection); caused by another drug/device (likely related to injection of iodine). Evaluation, conclusion: another device caused failure (likely related to injection of iodine). (B)(4).